Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient present to hospital for an implant procedure. Post procedure, the right atrial (ra) lead exhibited failed to capture and suspected to be due to ra lead dislodgement. The ra lead was repositioned on (B)(6) 2026. The patient was in stable condition.

Event description:
New information received notes that the right atrial (ra) lead dislodgement was confirmed via chest x-ray.